Event description:
A customer reported that the battery was not holding a charge. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support, and further information regarding the outcome of the event was unavailable.